Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine without aura, carpal tunnel syndrome, chronic sinusitis, allergic rhinitis, asthma and chest pain. Concomitant products included ibuprofen from 2016 to 2017, medroxyprogesterone acetate (depo-provera) in 2014 and naproxen (naproxin) since 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lowwer back pain"), abdominal pain lower ("lower stomach pain") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss") and weight increased ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue was resolving and the migraine, cystitis, urinary tract infection, vaginal infection, nausea, weight decreased, weight increased, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as ??-(B)(6)2014 now it is reported(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jul-2020: plaintiff fact sheet was received. Medically confirmed case. Lot number were added. Previously reported event- medical device removal updated to event- pain, event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine headache, bladder infection, urinary tract infection, vaginal infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nausea, vaginal discharge, weight gain, weight loss, lower back pain, fatigue. Reporter information, medical history, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine without aura, carpal tunnel syndrome, chronic sinusitis, allergic rhinitis, asthma and chest pain. Concomitant products included ibuprofen from 2016 to 2017, medroxyprogesterone acetate (depo-provera) in 2014 and naproxen (naproxin) since 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), abdominal pain lower ("lower stomach pain") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss") and weight increased ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue was resolving and the migraine, cystitis, urinary tract infection, vaginal infection, nausea, weight decreased, weight increased, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b82473, manufacturing date: 2013-10, expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Cluster ID, reporter causality comment added, date of insertion updated. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.